Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a detached downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was replaced to fix the issue, and the motor was replaced as a precaution.

Event description:
It was reported that the pump needed a motor repair. The results of the investigation found a detached downstream occlusion (dso) seal. There was patient involvement and unknown patient harm reported.